Event description:
It was reported that during intra-operative testing, high impedance measurements (>10000 ohms) were recorded on electrode #4 when plugged into the header. It was noted that all impedances had been within normal range in the multi lead trialing cable (mltc). It was stated that the healthcare professional (hcp) removed and wiped it down 2 times but it did not correct the issue. It was reported that during post op the manufacturer¿s representative programmed around it and the patient was receiving good coverage. It was stated that the cause of the issue was unknown. No further action was taken at this time. It was reported that the patient was receiving good therapy at this time and was doing fine. No device components were explanted. It was stated that the patient was alive with no injury and no symptoms or complications were reported.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3555-31, serial# unknown, product type screening device. (B)(4).